Manufacturer narrative:
The manufacturer previously reported an allegation of a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and the patient developed bilateral pulmonary embolism. The details of the patient's required medical intervention are unknown. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and found no distinct wear, tear, or contamination on the enclosure. The manufacturer visually inspected the device internally and found dust contamination on the interior of all enclosure pieces, as well as dust contamination in the blower. A dark contaminant around the blower outlet seal appears consistent with the keratin contamination. A small amount of corrosion was observed on the p4 dc power input connector. No evidence of sound abatement foam breakdown was observed, and the foam appears intact. The manufacturer verified the units do power-up, provide flow. The manufacturer concludes there was no evidence of sound abatement foam degradation but dust contamination was observed in the blower and enclosure and corrosion was observed on the p4, which are consistent with being related to the environmental conditions. Section d4 updated/corrected in this report.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and the patient developed bilateral pulmonary embolism. The details of the patient's required medical intervention are unknown. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.